Event description:
It was reported to philips that the device failed its op check. There was no patient involvement. The customer requested that a authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was not confirmed as no fault was found. Based on the conclusion of the investigation, it was determined that no fault was found. The device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.